Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the patient¿s liberty cycler experienced an air detected in cassette warning during dwell 1 of 4. Fluid was discovered. Patient reverted to manual pd treatment. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during dwell 1 of 4 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. The patient stated their solution bags and connections were dry and secure after inspection of the supplies. No product issues were discovered beyond the door leak. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they are scheduled to receive the replacement cycler. The old cycler is available for return.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the door and on the upper pump gasket, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed and a loud compressor was encountered. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid in hp3 and a compressor resting on the grommet. Fluid in hp3 is a failure related to the reported m31 air detected in cassette alarm. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that the patient¿s liberty cycler experienced an air detected in cassette warning during dwell 1 of 4. Fluid was discovered. Patient reverted to manual pd treatment. Upon follow up, the patient confirmed the reported event. Additionally, the patient confirmed that multiple air detected in cassette alarms occurred during dwell 1 of 4 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. The patient stated their solution bags and connections were dry and secure after inspection of the supplies. No product issues were discovered beyond the door leak. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they are scheduled to receive the replacement cycler. The old cycler is available for return.